Event description:
The customer used the device to check the blood glucose and obtained a reading of 128mg/dl. Customer then passed out about fifteen minutes later. A roommate called 911 and when the emts arrived they checked the glucose and the level was 27mg/dl. Customer was given d50 and taken to the hosp where customer was given food. Level 1 control was out of range on the system. The device was replaced with new product and requested to be returned for eval.